Event description:
During atherectomy of pt's left anterior descending coronary artery, the guidewire being used with the dvi shortcutter became severed. Approx 2" of the wire was left in the distal artery. Removal with retrieval catheter was unsuccessful. Recovery was accomplished by surgery.